Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a yukon polyaxial screw at c2 fractured during insertion. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.